Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory in which it indicated that the allegation against the right ventricular (rv) lead was not confirmed. However, an explant related damage was noted upon analysis.

Event description:
Boston scientific received information received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was obtained from the field representative indicating that the cause of high threshold was not determined. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation that were consistent with explant damage. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.